Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, it was reported by the rep that the surgeon placed a camera in a 10/11mm port and the seal cracked. Pneumo leaked through the trocar, but no delay was mentioned. The procedure was complete without incident. There was no pt consequence. 3/25/99 the device is from kit fdc10 (lot number m4d73v).